Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted due to opacification of the lens. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
The lens was requested but not returned to b+l. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Based on the current information, the exact root cause of the iol opacification cannot be determined.